Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump multiple pump error alarms. Customer stated that insulin pump had button errors with unexplained no delivery alarms. Customer also stated that their was inconsistent insulin delivery when low on insulin and has to change batteries sooner than 7 days. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.